Event description:
It was reported that the lead exhibited high impedance and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03. Weekly pace lead impedance trend data shows a gradual increase for min and max rv pace = 3920 to 10000 ohms range between (B)(6) 2011 and (B)(6) 2012.